Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor of ophthalmology reported that a vitreous cutter would not actuate during a procedure. The cutter was exchanged to complete the case. There was no patient harm.

Manufacturer narrative:
Additional information: one complaint sample was returned for evaluation for the probe actuation failure. A review of the related device history records for the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there was no other complaint for the reported issue. The complaint sample was visually inspected and deemed nonconforming. The needle was bent approximately 10 degrees. An actuation test was performed and deemed nonconforming. The cutter does not close completely. A cut test was performed and deemed conforming. The probe was disassembled and the components inspected. There was approximately 5 minutes of wear on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photo. There was slight resistance felt when removing the inner cutter from the needle. The inner cutter was slightly bent. There were gouge marks at the front of the inner cutter. The o-rings, spacers, diaphragm and spring were all observed to be intact. The complaint evaluation confirms the probe did not actuate. The root cause for the probe not functioning correctly is due to the bent needle and bent inner cutter. This bend needle condition appears to have occurred during its surgical use but it is not known how the needle and cutter actually became bent. A bent needle and inner cutter will cause interference between the two components and result in an actuation failure. (B)(4).